Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: evaluation 1: collar locking mechanism - dislodged reported condition confirmed: yes -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
The following information was provided: during bone cuts, the locking mechanism came apart. It was removed away from the field and replaced with a new mics.12 ball bearings and 3 screws were accounted for. Case type/application: tka 2.0.